Manufacturer narrative:
The author of the article documents two devices involving the same pt. Lot number info for either of the extracted devices was not provided, therefore the decision was made to submit a single MDR for both devices. Based on the available info, the exact cause for the reported event cannot be determined. A review of the complaint history files confirmed that there have been no previous reports of injury or death for this reported issue. All available info has been placed on file for use in tracking, trending and f/u.

Event description:
A review of the journal of bronchology and interventional pulmonology, (B)(6) 2011 revealed an article from (B)(6) entitled, "bronchoscopic removal of staple-line reinforcement material". This report describes a (B)(6) male pt who presented with a severe productive cough caused by an endobronchial foreign body, which was due to the migration of a staple-line reinforcement device. The case report documents that in (B)(6) 2002, the pt underwent a right upper lobe lobectomy and lymph nodal dissection for ((B)(4)) lung cancer where gore seamguard staple line reinforcement was used. In (B)(6) 2008, the pt developed a severe productive cough. During flexible bronchoscopy, a staple-line reinforcement device was found protruding into the right main stem bronchus (rmb) lumen from its membraneous wall. On (B)(6) 2008 under general anesthesia, the migrated portion of the device was removed, leaving its mediastinal portion untouched. The pt experienced a significant improvement in his symptoms. Then in (B)(6) 2009, the pt developed a recurring productive cough. A repeat chest scan and bronchoscopy revealed a residual staple line device protruding into the rmb. Again, under general anesthesia, the device was extracted on (B)(6) 2009. A f/u chest CT scan revealed no residual material and the pt has remained symptom free since then.